Event description:
It was reported that the user observed a cracked screen with lines across the display after waking, rendering the ilet screen inoperable despite a restart, while the device itself remained operable. Symptoms included no reported hypoglycemia or hyperglycemia, and the user stated blood glucose was unaffected. Outcomes included transition to backup therapy and continued cgm use via the phone app, with a replacement device arranged and instructions provided for shutdown, return, and re-start procedures. Investigation included troubleshooting by restart and coordination for device replacement and return. Investigation of this device revealed screen damage consistent with physical damage to the display component, with no associated alerts or alarms. It was concluded, based on previously established findings for similar reports, that the cause was user-related physical damage to the device screen.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (sleep/wake button unresponsive; screen unresponsive; screen visibility) was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.